Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the black box data showed an unexplained reboot on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found in the battery compartment and on the underside of the returned battery cap. During testing, the pump was unable to power on with the returned battery cap or a test cap. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture contamination was observed.